Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 385 mg/dl. The customer stated that she had been having unexplained high blood glucose levels for the past month before the event. The customer also stated that she uses a model mmt-397 quick-set infusion set. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.